Manufacturer narrative:
The event occurred in the us. It was reported the error message ¿reference error¿ occurred on the rotaflow console and the pump shut down during patient use. The device was replaced with a new one without consequences for the patient. No harm to any person has been reported. Due to the reported pump stop a report is required. The patient data was not shared by customer. As stated by the ssu (sales and service unit) dated on 2025-12-06 the affected rotaflow console will not be repaired. No parts has been replaced. The device is out of use. However, similar complaint (B)(4) was investigated for the reported failure "reference error" in the getinge life-cycle-engineering (lce) and was caused most probably by a defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "error referenc" and stopped the rotaflow drive. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2025-10-01 and during the period of 2010-10-15 to 2025-09-30 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2010-10-15. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system and the service manual heart-lung support system rotaflow system chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. Chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in the us. It was reported the error message ¿referenc error¿ occurred on the rotaflow console and the pump shut down during patient use. No more information provided. More information requested but still pending. No harm to any person has been reported. Due to the reported pump stop a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.